Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the extension set tubing cracked and leaked at the screw-in connection site while infusing CT contrast. There was no extravasation and no untoward outcome to the patient reported as a result of the event.

Manufacturer narrative:
This complaint is no longer reportable. It was determined after clinical review the event was not reportable due to off label use.